Event description:
It was reported that the patient presented with a right ventricular lead that exhibited unspecified capture issue. The lead was capped and replaced on (B)(6) 2025. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.